Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. After a 300cm straight-tip samurai guide wire crossed the lesion, a balloon catheter was advanced however the tip of the guide wire had prolapsed. During removal of the guide wire, it was noted that the tip snapped off. The detached tip was removed using a snare. The procedure was completed with a choice pt guide wire. No further patient complications were reported and the patient's status was fine.